Event description:
Caller alleging receiving discrepant values. On (B)(6) 2013, inratio 5.5. Repeat inratio 2.9. Time between testing 15 minutes. Four hours later repeat inratio: 3.8. Pt's therapeutic range: 2.5 - 3.5.

Manufacturer narrative:
Investigation pending.